Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented to clinic with rpm's that remained consistently below low speed limit (400rpm below set speed currently) when connected to the power module (pm), but not when supported on battery power. The pt also has low flow alarms while on pm, but not on batteries. Additional info was received by the MFR 10 days later advising that the pt presented with several symptoms over the course of the previous week. The pt had presented previously with the pump not being able to maintain speed consistently and that "all equipment" had been "swapped out". Over the past week, the pt had become dehydrated due to gi issues. During and after this time, they had noted instances of the pump speed not maintaining the set speed, and dropping below the low speed limit. The pt then suffered a hemorrhagic stroke which was treated with a cerebral drain, and the symptoms of the stroke subsided. The team remained concerned about the pump performance, and over the last 24 hrs noted power levels in the high tens, speed maintenance issues, and then the pt began to have dark colored urine. The pt's extremities are pulsatile and the aortic valve is opening every beat with the pump speed at 8800rpm (12-15w) and low speed limit of 8400rpm.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.